Event description:
It was reported that when using the BD Pyxis¿ ES Server system extract transform load process was delayed and report data was not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN 4(b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-OCT-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load process was delayed and report data was not current. A technical support specialist (TSS) remotely accessed the server, identified an extract, transform, and load error, and found that the database table had become excessively large. The TSS cleared the table, which resolved the extract, transform, and load issue. The TSS then contacted the customer, reported an inability to generate reports. Following the applicable knowledge article "Zebra Printer no longer printing - Upgrade", the TSS applied the recommended corrective actions and resolved the reporting issue. After receiving confirmation from the customer that the issue was resolved, the TSS proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.